Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient's right knee insert replaced during a wash out procedure due to infection. Primary case details unknown, revised on (B)(6) 2021. (B)(6).